Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon the arrival of the caregivers, observation of the pca¿s stop with the error code: 41541. The pump was wet; the nurse noticed a leak at the site where the tubing was inserted into the bag. After about ten minutes of use, the pump went into major malfunction (red alert), impossible to restart. The defect was reported during infusion while the device was in use with a patient. The malfunction caused significant pain, leading to the interruption of an oxycodone infusion in a patient experiencing severe pain. Although no medical intervention was required, paramedical staff had to replace and reprogram the pump. There was no change in dosage.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.